Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed that the left and right force sensing resistors (fsrs) were open. Functional testing revealed that the device had presented an f-38 alarm. The cause of the f-38 alarm was determined to be due to the open fsrs. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.